Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for the three lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that three lot numbers were provided: f00014325, f00014343, and f00014297. It is unknown which lot number is associated with the reported event. 1. Lot #: f00014325, manufacture date: 2024-10-25, expiration date: 2029-10-24. 2. Lot #: f00014343, manufacture date: 2024-10-29, expiration date: 2029-10-28. 3. Lot #: f00014297, manufacture date: 2024-10-23, expiration date: 2029-10-22.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using a swiftpac coil (swiftpac), non-penumbra coils, and a flow diverter. During the procedure, the physician placed two non-penumbra coils and nine swiftpac coils in the target location. A flow diverter was then placed in the vessel. Next, after advancing approximately twenty centimeters of a swiftpac coil in the vessel, the physician noticed the swiftpac coil started to run behind the flow diverter. The physician attempted to retract the swiftpac coil, but experienced resistance and the swiftpac coil unintentionally detached in the vessel. It was reported that two stents were placed to pin the swiftpac coil against the vessel wall. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.